Manufacturer narrative:
Device was received with blotched or spotted and missing segments on the lcd display due to moisture damage to the electronic assembly. Keypad unresponsive or button error alarm and trace pointers are invalid not confirmed during testing. Device passed the self test and the displacement test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the arrow buttons was not working and trace pointers was invalid. The customer¿s blood glucose level was unknown. The customer does not want to troubleshooting for the buttons not responding. The customer also stated that they were not able to clear the alarm and may have to put pressure on the buttons for longer than three minutes. Troubleshooting was not completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.